Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's report of an over infusion could not be confirmed. Although event logs were requested for evaluation, the customer decided not to proceed with the event log review.

Event description:
Customer reported an over infusion of an unk medication and possible pt harm. Biomed requested an event log review be performed even though nursing had determined human error was involved and not an equipment failure.